Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during on-site product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct the reported condition.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This involves a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.